Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the devices were not returned for evaluation. Medical records received and evaluation: all records were reviewed by a consulting clinician who indicated ¿after twenty-six years in situ in this large male patient, some poly wear and instability is not surprising. There is no evidence this late revision surgery was the result of factors of faulty component design, manufacturing or materials.¿ device history review: not performed as no product information was provided for review. Complaint history review: not performed as no product information was provided for review. Conclusions: the exact cause of the event could not be determined because insufficient product information and patient medical records were provided for review. Based on the information provided, it is possible that several factors may have contributed to the event including bone quality, patient weight, years implanted, liner wear, and cup positioning. No additional conclusions can be made without clinical or past medical history, examination of explanted devices, revision operative report and dated serial x-rays. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left hip revision was done due to past dislocation and poly wear as stated by the surgeon.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Left hip revision was done due to past dislocation and poly wear as stated by the surgeon.